Event description:
It was reported a patient developed a radionecrosis skin lesion located at the posterior part of the skull after having undergone 6 cerebral radio-controlled interventions between 2013 and 2014. The total dose accumulated during these 6 cerebral angiographies was 10.64 gy in frontal plane and 3.25 gy in lateral plane. No system failure or malfunction has been reported.

Manufacturer narrative:
Ge healthcare investigation has been completed. On may 20, 2015, ge healthcare was informed that a (B)(6) male patient developed a radio-necrosis skin lesion located at the posterior part of the skull after having underwent 6 cerebral radio-controlled interventions (3 cerebral arteriography's and 3 embolization for avm (arteriovenous malformation)) between 2013 and 2014. The total dose accumulated during these 6 cerebral angiographies was 10.64 gy on frontal plane and 3.25 gy on lateral plane. Three days post the last cranial embolization procedure performed on (B)(6) 2014, the patient had pain in the back of the skull, especially at night with the support on the pillow, and a week later a necrotic lesion was seen on the lateral part of the skull associated with pain and hair loss. On (B)(6) 2014, the patient returned to the hospital where the medical staff directed the patient to the department of dermatology. On (B)(6) 2014, the dermatologist confirmed the cutaneous radio-necrosis lesion and treated the patient. Eight days after medical treatment, the necrotic lesion regressed. During investigation, it was found that the cumulative dose of the exam performed on (B)(6) 2014 seems to be appropriate for an interventional therapeutic procedure. However, the patient necrotic lesion that was observed in this case was most probably due to the accumulated radiation dose of 13.89 gy during the 6 exams performed between 2013 and 2014. Neither information from customer nor system logs are available for the five previous exams performed in 2013 and 2014 on this patient. The ge healthcare system was found to be operating per specifications during the exam under investigation and there is no evidence of any system malfunction. The system dose management and all dose related displays were operating as specified. Ge healthcare's field service engineer also confirmed that the dose related calibrations on this system were performed on (B)(6) 2014 and on (B)(6) 2015 with no evidence of any system malfunction. No system failure or malfunction has been reported or identified. Detailed instructions on reducing dose and improving the image quality are provided in the operator manual. Several options are available on this system to further reduce radiation dose. This customer is aware of dose reduction features on this system, however the customer preferred other settings for this specific exam. No further action is required at that time.

Manufacturer narrative:
Prolonged fluoroscopic imaging, under control of trained healthcare practitioner using the system, might cause radiation injuries like burn or alopecia (hair loss). Total fluoro time, dose rate at exposure and cumulative dose received by the patient are displayed by the system to help the operator for this decision-making. Vascular systems are provided with dose-related mitigations that meet the definition of alarp and are adequate for the expectation of a qualified user to control dose to alara levels. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.